Manufacturer narrative:
Results: visual inspection of the returned product found one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.

Event description:
The reporter stated, the surgeon inserted a cc4204bf collamer single piece lens and the haptic tore as the lens was being inserted. The lens was removed with no patient injury, no enlarged incision or sutures. Another same type lens was implanted. The patient's prognosis is good.